Manufacturer narrative:
A ge rep evaluated the system and reloaded the software. System operates as intended.

Event description:
Customer reported the system is not booting. No pt injury was reported.